Manufacturer narrative:
Patient demographics information has been requested. No information has been provided. A medtronic representative inspected the imaging system on-site, and a software investigation was completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic imaging software anomaly tracking database. The system sends out hundreds of can messages throughout the system and sometimes it gets caught in a loop where the messages are not sending and receiving. This is the reason why the mvs took longer than usual to shutdown. The logs were reviewed and it seems that there was a can bus message overflow which is the reason the unit went into stand alone mode. A reboot resolved this issue. A full system check-out was completed on-site and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, the imaging system lost communication between the mobile view station (mvs) and the image acquisition system (ias). The system entered stand alone mode while around the patient. The user then attempted to shut down the system, which took longer than expected. The system was then rebooted and functioned normally. The procedure was completed successfully with medtronic imaging after a delay of less than one hour. The patient was not impacted. No additional details were provided.